Manufacturer narrative:
Device/model: battery/bat208154. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4) catalog: 1650de exp date: 09/30/2016. (B)(4). (B)(4) catalog: 1650de exp date: 09/30/2016. (B)(4). (B)(4) catalog: 1650de exp date: 09/30/2016. (B)(4). (B)(4) catalog: 1650de exp date: 09/30/2016. (B)(4). (B)(4) catalog: 1650de exp date: 09/30/2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. Six batteries (B)(4) were returned for evaluation. Review of the (B)(4) manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the batteries passed visual examination and functional testing. Failure analysis of (B)(4) revealed that the unit passed visual inspection but failed functional testing due to a faulty internal cell pair. Supplemental testing revealed that the internal resistance of the faulty cell pair was below the expected value. Additionally, internal inspection revealed that a wire that connects two cell pairs was damaged. The observed wire damage most likely did not contribute to the faulty cell pair finding; the wire damage likely occurred during the manufacturing of the unit. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries and a battery with a faulty internal cell pair. However, an internal investigation has been opened to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to iata and dot regulations prohibiting the transportation of lithium ion batteries by air. Investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad battery charger is used to simultaneously recharge up to four batteries. It takes approximately 4 to 5 hours to charge a depleted battery. The instructions for use (IFU) and patient manual instruct the user to not force connections to the battery charger. The battery charger power indicator will be green when it is properly connected to electrical power. Users are instructed on the correct method of charging their batteries and on the indicator lights on the battery charger (ready and status lights) and their meaning. Users are also instructed on the correct method for the care and maintenance of their battery charger. This type of event would not likely cause or contribute to death or serious injury. The battery charger has four banks for charging batteries, with two additional power sources, including ac & dc adaptors available as the two power sources for the controller to supply power to the pump. This failure will result in user annoyance and will not affect the function of the pump. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient recognized that the controller changed from one power port to the other one before batteries were down to 25% (>25%). It was stated by the patient that the event was reproducible with this battery and that there were no alarms and no pump stops associated with the event. The battery was exchange and it was stated that there were no effect on patient and the patient was doing fine the whole time. No additional information available.